Event description:
It was reported that the atrial lead exhibited a loss of capture, and the patient complained of feeling stimulation when the lead was programmed to higher outputs. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo, and was observed to have blood ingression. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of capture, and the patient complained of feeling stimulation when the lead was programmed to higher outputs. It was further reported that the atrial lead exhibited intermittent high thresholds and noise. The lead was explanted and replaced. It was further reported that the right ventricular (rv) lead was explanted and replaced due to a system upgrade. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.